Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. Updated fields: b5, d8, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had an image which was very dark, even when setting is on intense/high. There were no reports of patient harm. Additional information was provided by the customer: the issue occurred during a therapeutic arthroscopic shoulder rotator cuff repair procedure with 5-10 minutes delay. The procedure was completed using the same set of equipment.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an image which was very dark, even when setting is on intense/high. There were no reports of patient harm.